Manufacturer narrative:
This report is submitted on february 07, 2023.

Event description:
Per the clinic, the patient experienced performance decrement and it was reported that open circuits were noted on 19 electrodes. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.